Manufacturer narrative:
This report affects the klassic bipolar head pouches that are used for all sizes of bipolar heads. Total joint orthopedics is working with biopro to resolve this issue but in the meantime total joint orthopedics has recalled all of the bipolar heads that were boxed and labeled with total joint orthopedics as the manufacturer. The following is a list of all affected inventory that is being recalled by total joint orthopedics: part numbers: description: gtin: qty: 3205.41.022, klassic bipolar head, 41 mm od, 22 mm head (B)(4), 17. 3205.42.022, klassic bipolar head, 42 mm od, 22 mm head (B)(4), 21. 3205.43.022, klassic bipolar head, 43 mm od, 22 mm head (B)(6) 22. 3205.44.028, klassic bipolar head, 44 mm od, 28 mm head (B)(4), 20. 3205.45.028, klassic bipolar head, 45 mm od, 28 mm head (B)(4), 21. 3205.46.028, klassic bipolar head, 46 mm od, 28 mm head (B)(4), 12. 3205.47.028, klassic bipolar head, 47 mm od, 28 mm head (B)(4), 15. 3205.48.028, klassic bipolar head, 48 mm od, 28 mm head (B)(4), 24. 3205.49.028, klassic bipolar head, 49 mm od, 28 mm head (B)(4), 30. 3205.50.028, klassic bipolar head, 50 mm od, 28 mm head (B)(4), 34. 3205.51.028, klassic bipolar head, 51 mm od, 28 mm head (B)(4), 36. 3205.52.028, klassic bipolar head, 52 mm od, 28 mm head (B)(4), 24. 3205.53.028, klassic bipolar head, 53 mm od, 28 mm head (B)(4), 32. 3205.54.028, klassic bipolar head, 54 mm od, 28 mm head (B)(4), 42. 3205.55.028, klassic bipolar head, 55 mm od, 28 mm head (B)(4), 34. 3205.56.028, klassic bipolar head, 56 mm od, 28 mm head (B)(4), 18. 3205.58.028, klassic bipolar head, 58 mm od, 28 mm head (B)(4), 22. 3205.60.028, klassic bipolar head, 60 mm od, 28 mm head (B)(4), 23. These part will be placed in quarantine until the investigation and corrective action have been completed.

Event description:
The klassic bipolar head is packaged in a double-peel pack configuration, with a clean outer pouch and a sterile inner pouch, and is contained in a sealed cardboard box. Tjo was alerted by our supplier/licensor (biopro) to a potential breach in the sterile barrier system to exist due to non-visually detectible pin-hole defects in the double tyvek pouch packaging configuration.